Event description:
It was reported that a harmonic scalpel continued firing when released.

Manufacturer narrative:
Final investigation showed that there was no external damage to the device, and the device met all functional testing criteria.